Manufacturer narrative:
The reported dual compressor malfunction alarm was confirmed via review of the patient data file. Visual inspection of the driver revealed internal signs of rough handling/impact shock; specifically, a broken "tee" fitting on the left pilot valve. Investigation testing determined that with the "tee" fitting broken, the main tank could not maintain adequate pressure thus causing the dual compressor malfunction alarms. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver exhibited a dual compressor malfunction error alarm.